Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet touchscreen cracked, rendering the device inoperable and no longer watertight, and a replacement ilet was provided while the user transitioned to multiple daily injections after running out of insulin and being unable to unlock the device. Symptoms included thirst. Outcomes included temporary hyperglycemia up to 400 mg/dl that persisted beyond 90 minutes and was treated with a subcutaneous insulin injection; no external assistance or medical intervention occurred. Investigation included collection of event details and device return for evaluation. Investigation of this device revealed a damaged display component with a cracked screen that prevented normal operation. It was concluded, based on previously established findings for similar reports, that user handling or impact leading to physical damage was the most likely cause.